Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak identified between the connection point of two (2) homechoice cassettes and the solution bag ports. This occurred during use of the device for peritoneal dialysis therapy; one event was observed after treatment and the other event during the drain cycle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.